Manufacturer narrative:
The field service engineer found a probe on the rinse station that was blocked with gel and cleaned the probe. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient sample with the cobas 6000 c501 module. The initial result was 180 mmol/l. The repeated result was 140 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but not provided.